Manufacturer narrative:
(B)(4).

Event description:
During a follow up, right ventricle oversensing was noted, leading to a remote transmission. The device was reprogrammed to resolve the issue and the patient was stable.